Event description:
The pt received a large dose of lidocaine and then went into arrest. During procedure a 24" dual cuff was used. Healthcare professionals at account stated that they had no problem with the unit, during a bier block for carpal tunnel surgery.